Manufacturer narrative:
D3. Manufacturer email (B)(4). The console was serviced by a field service engineer (fse) onsite. The fse reseated the micro switch connector and rerouted wire ties and replaced the aiming beam diode to solve density of aiming beam when using micromanipulator. The diode aiming laser beam assembly and one arm lock bracket connector were returned for analysis to our post market quality assurance laboratory. Visual inspection of the diode aiming laser beam assembly was in good physical condition. The arm lock bracket connecter was returned and had all pins shorted together. According to analysis the diode aiming laser beam and arm lock bracket were damaged, therefore the reported allegation is confirmed.

Event description:
It was reported that console would not recognize the fiber and would stay in standby mode. Troubleshooting steps were taken to no avail. The procedure was cancelled with the patient under anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that console would not recognize the fiber and would stay in standby mode. Troubleshooting steps were taken to no avail. The procedure was cancelled with the patient under anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.